Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of return meter, the result was 13.1¿a. The criteria is <55¿a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 48/45 mg/dl, for level high were 234/240 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. The strips returned from patient was called agamatrix strips, which is not manufactured by ok biotech. Patient was using wrong brand of test strip with prodigy meter, and produced incorrect readings on our device.

Event description:
This is a supplemental report to initial report 3005862821-2017-00143 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from prodigy diabetes care on jan.16, 2018 and an investigation results of the suspect devices were completed by ok biotech.

Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to pdc on 09/24/2010. According to importer's report, patient was using the wrong brand of test strip with prodigy meter, which might produced incorrect readings on our device.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 4:30 pm after the end user alleged that he was receiving higher than normal blood glucose readings from his prodigy diabetes meter. The end user also confirmed that he was using another brand of test strips that were not compatible with his prodigy meter. The end user experienced blurry vision accompanied with a blood glucose reading of 273 mg/dl. He went to the ER and upon arrival a blood glucose test was performed with the hospitals meter and the result was 133 mg/dl. No treatment was warranted due to the fact that his blood glucose reading was within normal range. After 20 minutes he was discharged and instructed to continue taking his metformin as advised by his pcp. No additional details were provided in regards to this medical event.